Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead led to cardiac perforation. Peri cardiocentesis was performed. The physician decided to perform lead revision. During the procedure, the helix was unable to extend. The lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.